Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the event was unknown and that a revision was performed. No hospitalization was required for the event. The patient outcome was reported as no injury. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4), product type recharger product ID 37746, serial# (B)(4), product type programmer, patient product ID 39565-65, serial# (B)(4), implanted: 2012-(B)(6), (B)(4).

Event description:
It was reported that the patient had a pocket revision because the stimulator was tilted in the pocket. It felt like the stimulator was ¿coming out of the pocket.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a revision was done on (B)(6) 2013 to place a "pouch" over the ins to prevent the ins from moving. It was noted that this last revision appeared to use the same pocket. The reporter was not sure if they modified the pocket to prevent moving. Additional information received reported that a pouch was used on the device back in (B)(6) 2013 because the device was moving around.

Manufacturer narrative:
(B)(4).